Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and the connector was adjusted, tightened and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command of the operator. There is no report of a patient injury or death associated with this event.